Event description:
It was reported the pt's device was turning off on its own. It was stated the pt was "getting sick," had lost 49 pounds, and had been hospitalized. The pt was unable to see a health care provider at the time of report, and no pt outcome was reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4) .